Event description:
I am having side effects of the essure product from bayer that include, severe hair loss, pelvic pain, hip pain, lower back pain feelings of being shocked in my abdomen, dizziness, vision problems, yeast infections weight gain (severe bloating), headaches bran fog, joint pain. Ect.